Manufacturer narrative:
Return testing was not completed as returns were not available. A review of the analyzer (sn#(B)(6)) service history identified no contributing factors to the current complaint. The architect system operations manual addresses sample result observed problems for erratic/discrepant results. A review of the immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated architect stat troponin-I result on a patient. Results provided: (B)(6) 2020 sid (B)(6) = 12.383 / 0.002 / 0.002 ng/ml. Reference range: 0.000-0.0028 ng/ml no impact to patient management was reported.